Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate the device) was confirmed. Upon evaluation, the rear response button cable was damaged. The cause of the inability to activate the device is the damaged cable. The root cause of the damaged cable cannot be positively identified. No adverse event resulted from the damaged response button cable.

Event description:
A us distributor contacted zoll indicating that the response buttons on a patient's monitor were not activating the device.